Manufacturer narrative:
The customer reported that their mother was admitted to the hospital due to their hero (model number h-100) failing to dispense the correct medication. In the communications, the customer indicated that their mother had epilepsy. Further attempts to reach out for additional information and device return have been unsuccessful. Per the device instruction manual, the device is not intended to replace an attentive caregiver,should one be required by the user. In addition, the instruction manual and medical device labeling instructs the user to "be sure to verify that the types of pills and number of pills dispensed match the prescribed dosage. In cases where the end user is incapable of verifying accuracy, as stated above, please ensure that pill dispense accuracy is being verified by person(s) trusted by the end user, i.e. A caregiver, a healthcare aide, and/or a healthcare professional." The labeling also indicates that hero cannot guarantee accuracy of medication dispenses due to potential human error and/or mechanical and software discrepancies. No additional information about the status of the user, device, or definitive root cause is available at this time.

Event description:
The customer reported that their mother was admitted to the hospital because their hero (model number h-100) pill dispenser did not dispense the correct amount of medication.